Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record cannot be completed since the serial number was unknown. Based on the results of the legal manufacturer's investigation, the phenomenon reported by the customer cannot be reproduced. No error message e116 was displayed during testing. However, the visual examination of the device after disassembly, revealed that corrosion was found on connector pins that were connected to graphic card and motherboard slots. This defect could have caused the respective error message e116 being displayed, though this failure remained undetected throughout testing. Additionally, an impact located on the rear panel ac power inlet area has also been noticed. About the visible damages on the device, it is very likely that this have may occurred during its routing to the rrc-ofr warehouse. The device can be repaired by a necessary complete re-cleaning of the connector pins corroded plus a refurbishment of the rear panel. The instruction manual identifies the following related verbiage: ¿otv-s400 instruction manual 9.2 troubleshooting guide: code: e116; error message:otv error; possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while .if the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the user facility that the visera 4k ultra high definition camera control unit reportedly displayed "error code, e116", despite several restarts no way to use it during an unspecified event. No patient injury or harm was reported. The device will be returned for service.